Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle separate from suture and fall into patient? If yes, was it removed? And how? Was there any adverse patient consequences? Was the procedure completed successfully? And how?

Event description:
It was reported that a patient underwent a lap spine procedure on (B)(6) 2017 and suture was used. The needle separated from the thread while the doctor was doing knots. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary no product was returned for evaluation to determine the assignable cause of the performance pull off suture needle; therefore, the reported failure could not be evaluated.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: did the needle separate from suture and fall into patient? Yes. If yes, was it removed? Yes it was removed. And how? They bring the x ray machine to help for finding the needle and that prolonged the case 30 min. Any patient consequences / ae report as a result of the issue? Main adverse effect is the prolongation of surgical operation. Was the procedure completed successfully? And how? Yes it was completed successfully. Any medical/surgical intervention done or in plan to remove the needle? Only using the x ray machine.